Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned an electric dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated this electric dermatome three times. The last repair was august 24, 2011 where it was reported that the unit lost power during use and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome revealed that the device did not run. The motor was acting erratically. The customer did not return a power supply for evaluation. The calibration was out of specification at all settings. Repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was acting erratically and the device was not running. The root cause of the motor giving up cannot be specifically determined with the provided information. The issue was resolved with the replaced the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The electric dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device was not cutting properly. The motor seemed to be giving out during the planned second graft; however, no unplanned grafts were necessary. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2016, it was reported that the surgeon had some trouble during skin harvesting. She was able to take one graft without any trouble, but when she was trying for a second graft, the motor gave up (sounded like a battery that has run out). They took off the knife and inspected the unit before putting it back together, but with the same result. The head nurse ((B)(6)) joined the operating room at the end of surgery to inspect the dermatome, but observed the same issue with the motor. He also disassembled the blade and then put it back, and finally this time, it worked without any issue. At this point they were so far in the operation that they did not need to harvest more grafts. The customer wonders: could it be that they had tightened the width plate screws too tight so that the resistance on the blade became ¿too much¿ for the motor? On (B)(6) 2016, it was clarified that the issue occurred (B)(6) 2016 during surgery. There was no medical intervention or additional surgical procedures required since they were able to use the harvested graft. The surgical technique for the product was utilized and there was no extension or delay to the surgical procedure. There was no harm or injury to the patient or operator and there were no contributing conditions related to the event. It was also noted that there was no other device used to complete the procedure. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4 )three times as documented in the repair reports in livelink. The last repair was august 24, 2011 where it was reported that the unit lost power during use and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. The previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on april 7, 2017 revealed that the device did not run. The motor was acting erratically. The customer did not return a power supply for evaluation. The calibration was out of specification at all settings. Repair of the electric dermatome was performed by zimmer biomet surgical on april 7, 2017 which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the motor was acting erratically and the device was not running. The root cause of the device having trouble during skin harvesting was due to the damaged motor. The most likely cause on how the motor was damaged is through the device not being serviced in alignment with the preventative maintenance schedule and therefore from repeated use and sterilization caused the motor to malfunction. The issue was resolved with the replaced the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the device having trouble during skin harvesting was due to lack of preventative maintenance which lead to the motor failure. The device was last serviced on august 24, 2011. The issue was resolved with the replaced the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process